Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the ok keypad button was under responsive to user presses. The reporter noted that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2015 with the following findings: visual inspection revealed moisture in the display. Leak testing revealed a leak at the battery compartment. The pump did not power on. There was no damage found to the keypad cover. The keypad cover was removed and there were no defects found to the button contacts. The pump cover was removed and there was evidence of moisture damage found on the pcb.